Event description:
As reported by the user facility: during withdrawal of stylet, needle separated from hub. Nurse was able to retrieve. Additional information provided by the facility indicated the needle was removed without incident and the patient suffered no additional adverse sequela associated with the event.

Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. One used introcan safety IV catheter was returned with needle detached from the needle hub. Microscopic evaluation revealed no portion of the cannula inside the hub. The detached cannula also appeared intact. No specific conclusions can be drawn at this time. Although there is no current, unused inventory of the reported lot of product 25 unused samples, from a lot currently in b. Braun's inventory were tested for integrity of the cannula needle to hub joint by pull testing. All samples exceeded the minimum separation force specification. The sample and all available information has been provided to the actual manufacturer.